Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging. It was noted that the pocket moved. The patient underwent a revision procedure and was doing well postoperatively.